Manufacturer narrative:
Patient medical history :includes but is not limited to: pacemaker. Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: hgb161207a/25255794, UDI: (B)(4). Ceb231210a/ 25007299 ,UDI: (B)(4). Ceb231410a/ 24896215, UDI: (B)(4). The instructions for use (IFU) for the gore® excluder® conformable aaa aortic extender endoprosthesis adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: delivery catheter complications: damage, failure, difficulty / unable to remove; dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, death

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and bilateral common iliac artery aneurysms (ciaa) and was implanted with gore® excluder® conformable aaa endoprostheses (cexc) and gore® excluder® iliac branch endoprostheses (ibe). Bilateral access was successfully achieved using perclose¿, and a 16fr gore® dryseal flex introducer sheath (dsf) was inserted into the right groin and a 12frx45cm dsf was inserted into the left groin. The bilateral ibe devices were all implanted successfully without issue and per the instructions for use (IFU). Then both 16fr dsf¿s were advanced into the aorta and landed in the distal seal zone on a lunderquist® wires. The main body of a was introduced into the right sheath and advanced just above the renal arteries. It was then removed due to length restrictions of the trunk ipsilateral limb to the right iliac branch component (ibe). It was then reinserted into the left dsf and advanced to just above the renals. A lao15/cra 10 projection was placed, the lunderquist® wire was removed from the delivery system and a 260cm glidewire advantage® was placed with the assistance of a 9fr dilator into the back end of the delivery system. The nitinol angulation wire was then advanced to maximum and the first stage of deployment was completed successfully. The physician then cannulated the contralateral gate with a glidewire advantage®, and a marker omni flush was successfully spun to confirm the wire was in the gate, and removed. A 16fr dilator was advanced and the sheath was advanced into the gate due to tortuousity of the anatomy. The dilator was then removed and the omni was advanced through the sheath and landed just above the proximal end of the graft. Parallax was adjusted to lao 10/ cra 33, and angiography was completed. It was noted that the graft was sitting about 1cm from the lowest rt renal, and the physician reconstrained the device and attempted to advance the device proximally towards the renals. Due to tortuousity in the distal aorta, not much movement was achieved. The physician backed off the nitinol steerable wire and again attempted to advance the device proximally. The device was advanced to about 5mm distal to the right renal. Due to continued fighting against the angulation, the physician was in the process of removing the glidewire and swap to a lunderquist® wire, when the patient's pressure dropped. Chest compressions began and continued. The graft was fully deployed quickly and a coda® balloon catheter was quickly introduced on the contralateral wire and secured above the renals. There was difficulty introducing the lunderquist® into the back end of the delivery system, it was attempted with a 9fr dilator and then down sized to a 5fr, then tried a glidewire in the back end of the wire as well. Pressure was still dropped so the delivery system was removed out of the graft bare and not on a wire. The physician buddy wired a glide wire up the contra sheath because wire access was lost in the ipsilateral limb, advanced an omni, and hooked the flow divider and sent wire down the ipsilateral limb. At that time, they completed a tee and determined while his pacemaker was keeping his electrical side of his heart going, his heart was not functional and pumping. 4 units of blood were infused throughout this time, ultimately compressions were ceased. The patient died intraprocedure. The physician reports the cause of death was an aortic rupture at the distal end of the proximal seal zone of the device and the and aneurysm. The physician attributes the rupture to have been due solely to the difficulties positioning the cexc device due to the tortuosity of the patient¿s anatomy.